Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vanguard tibial bearing, catalog ep-189120, lot 802890; vanguard left femur 75mm, catalog 183074, lot 157830; biomet regenerex tibial tray, catalog 141276, lot 572640; modular splined stem 40mm, catalog 141369, lot 501970; customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1825034-2017-03381.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately three years post implantation due to wear and component fracture. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned patella showed that the patella pegs are fractured and the surface is sheared off. The bearing also had metal flakes from the regenerex backing on the patella, thus confirming the complaint. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the patella peg fracture was determined to be a previously addressed labeling and training deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.